Event description:
A healthcare professional encountered several coded error messages when preparing an intrabeam miniature therapeutic x-ray device for intraoperative radiotherapy (iort). The healthcare professional could not resolve the problem in a telephone conversation with the MFR's technical support rep. The surgeon made the decision to proceed with the surgical portion of the procedure without iort for one pt and to reschedule a second pt.

Manufacturer narrative:
A field service engineer visited the site and determined that the intrabeam system failed to locate the file that contains the sqa equipment inventory. The file was located by the field service engineer and moved back to the correct folder. It was reported that the healthcare professional moved the file in error while performing file maintenance.